Event description:
On (B)(6) 2024, neotract has been made aware by a [physician] that ¿two patients who underwent the prostatic urethral lift (pul) procedure on october 31, 2024, required readmission to the hospital due to hematuria and clot retention. According to [physician], one patient required a return to the operating room for clot evacuation. [Physician] noted that bleeding events of this nature are not uncommon following benign prostatic hyperplasia (bph) procedures.¿ on (B)(6) 2024, a label photo of the device was provided. Additional information received on november 12, 2024, indicated that one of the patients experienced hematuria and clot retention in the evening following the urolift procedure. The patient had already been admitted to the hospital at that time and underwent clot evacuation surgery. Post-surgery, the patient was reported to be fine. The facility address, device lot number, and physician contact information were also provided.